Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from the local health authority, one day following intraocular lens implant the patient had slight corneal edema. Timely and symptomatic treatment was given. No further information is available.